Event description:
Co received a report from norway about a pt who had an 812c heparin surface modified intraocular lens explanted after a successful surgery because of doubt concerning the diopter of the lens. A batch review of the records for the lens was performed and no deviations were found. Results of the technical investigation of the returned lens showed no deviations. The conclusion is that the returned sample is in compliance with the batch records. No production related cause could be identified. No further info is expected.